Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when the physician connected the right ventricular (rv) lead to the impulse dynamics generator, it was noted that the rv lead exhibited noise over-sensing. The rv lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed. A complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.